Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded. While this product did not malfunction, there was a patient injury. The injury could have been from a pre-existing condition, or as a result of the placement procedure for this device.

Event description:
It as reported to covidien on 06/15/2010 that a customer had an issue with a feeding tube. The customer reports that the patient had a feeding tube placed on (B)(6) 2010, immediately thereafter, the patient's blood pressure decreased. The patient then vomited blood later that same day. On (B)(6) 2010, the patient received a blood transfusion because of low blood pressure and on (B)(6) 2010, an endoscope was inserted into the patient and a ulcer-like symptom was located near the retention bolster of the feeding tube.